Event description:
Customer reported that she had high blood glucose and her insulin pump malfunctioned. Customer stated that the insulin pump did not deliver any insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.